Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
The consumer provided additional clarification of visual experiences in the left eye. She reported that she sees a wheel-shaped sunburst whenever a light source comes from the left, she perceives a shadow covering the lateral 1/8 part of the field of vision of the left eye. She also described a cramping feeling of the eyeball within the orbit with an associated painful sensation close to a newly developed vein on the lower eyelid area. In a follow up, the surgeon reported that the patient's symptoms are persistent. The surgeon indicated that he does not blame the iol for the reported events.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. The device remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. At the consumer's request, the surgeon was not contacted. (B)(4).

Event description:
A consumer reported that she noticed flickers in her near vision (less than 40 cm far from her face) two days after she underwent a cataract surgery with intraocular lens (iol) implant in her left eye (os). After surgery, her ophthalmologist reported that surgery went well and the iol was well centered. Flickers went from left to right in her eye. Patient described it as very bothering as she can almost no longer read. She noticed that placing her hand on the temporal side of her eye reduces the flickers. She discussed this issue with her ophthalmologist and had a planned follow up visit. Additional information has been requested but not received to date. At the consumer's request, the surgeon was not contacted.